Manufacturer narrative:
UDI: (B)(4). A follow-up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis patient's nurse reported observing dialysis fluid under the table on which his peritoneal dialysis cycler was placed. The patient's peritoneal dialysis nurse stated that the patient had completed his treatment using aseptic technique and per clinic protocol. The patient experienced no adverse event resulting from the fluid leak. The patient's effluent remained clear; the patient was not administered antibiotics. The patient retained the pd cycler's disposable tubing.

Manufacturer narrative:
The set was visually inspected. It was observed that the patient connector had the silicon plunger in the incorrect position (the silicon plunger was found in the middle part of clear body connector). The push button and blue pin of the connector were not received. Since the patient connector was received with the silicon plunger in the incorrect position and with parts not received (missing push button and blue pin); it was not possible to confirm if the leak was related to a defective component. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.